Event description:
It was reported by repair work order that the customer alleged that the brake pedals could not be engaged due to a malfunctioned brake rod. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.